Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water and alarmed button error. Customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting found that the screen is black and customer cannot check the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board and mother board. We were unable to verify button error alarm or perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had a cracked case at display window corner, cracked battery tube threads, minor scratched and cracked display window.